Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is suspending on its own and without patient touching any buttons. This happened while patient was in school. Reporter denies any tactile issues with the pump¿s keypad. Customer support (cs) reviewed alarm history and no alarms that would cause the pump to suspend. Cs reviewed suspend history and found that in record 1, (B)(6) 2013 pump was suspending at 1539pm and resumed on 1/2007 at 0000. No pertinent suspend history that will cause pump suspending on its own. Verified that time/date settings were accurate in set up screen. Cs inquired if reporter has to manually change the time/date when replacing battery and was told no. Reporter is unsure if this suspend issue has caused a slight elevation with patient¿s blood glucose levels. Patient's blood glucose levels ranged from 250mg/dl - 300mg/dl with ketones, with mild symptoms- stomach ache and felt nauseous. At time of this contact patient's blood glucose levels were within range and patient was wearing pump. Cs recommended that reporter change out patient's I infusion set and continue to monitor blood glucose levels. This complaint is being reported as a patient on pump therapy experienced hyperglycemia and due to the allegation that the pump is self-suspending.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Pump was exercised for 24hrs, no self-suspending occurred during this time period. No hypersensitive keys were observed on keypad. Pump was able to be manually suspended and manually resumed with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.